Manufacturer narrative:
Manufacturing review of the cormatrix ecm for cardiac tissue repair device history record could not be completed as the lot/serial number was not provided. As the publication states that the cormatrix ecm patch was not used for repair of the left av valve which ultimately required replacement for dehiscence, and the histologic results of the tissue sample were not found in the cormatrix patch itself, but the borders of the atrial septal cormatrix patch specimen, the potential cause of the event could have been procedure related. It is also noted that per the instructions for use (IFU - art-20706a) provided with the finished cormatrix ecm for cardiac tissue repair device, inflammation is listed as a potential complication associated with the procedure and device. Although the exact cause of the reported issues cannot be conclusively determined, inflammation is a known complication associated with the use of a cormatrix ecm for cardiac tissue repair and a surgical implant procedure. Should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
As part of the post market surveillance process, this retrospective single center study report published in the world journal of pediatric and congenital heart surgery titled "repair of complete atrioventricular septal defects with decellularized extracellular matrix: initial and midterm outcomes" was reviewed. This article provides the results of fifteen (15) patients who underwent surgery for a two-patch complete atrioventricular septal defect (cavsd) between april 2010 and july 2014 using the cormatrix (now aziyo biologics) extracellular matrix material. This report is focused on patient #1 (per publication table 1: patient demographics and echocardiographic data) for a (B)(6) day old female who underwent cavsd repair with an unspecified piece of cormatrix ecm, likely cormatrix ecm for cardiac tissue repair (now aziyo biologics model #: unknown, lot#: unknown). At 3 years post-op, the patient required re-operation due to left atrioventricular (av) valve zone of apposition dehiscence. Av valve regurgitation had declined from mild regurgitation at discharge, to severe regurgitation requiring re-operation. The publication states that "though we did not use cormatrix for valve repair in this study group, part of the atrial septal cormatrix patch was removed and replaced for repair of the left av valve". A tissue specimen was submitted for histology by the hospital and showed evidence of fibrous endocardium and myocardium with hypertrophic changes (i.e. Inflammation). Attempts to contact corresponding author have been unsuccessful for any additional information. Should any additional information be received a follow-up report will be filed.